Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a cartridge cracked during insertion of the lens in an intraocular lens (iol) implant procedure. The lens was successfully implanted. This report is for the third of three cartridges reported.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked and the tip has an aneurysm that has torn. The lens was not returned. The lens was indicated to be a 21.5 or 17.0 diopter. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The handpiece used was not provided. It is unknown if a qualified product was used. The reported tip damage was observed. The root cause may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The handpiece used was not provided. It is unknown if a qualified product was used. The manufacturer internal reference number is: (B)(4).